Event description:
During laparoscopic cholecystectomy the ligamax clip applier would not clamp and release clips. The device had been used three times and then it would not work. A new device was opened which worked perfectly. No patient harm.====================== health professional's impression============================================ manufacturer response for clip applier, ligamax clip applier======================have not heard from them yet.